Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the main valve seal was disengaged and pushed into the body of the device. The trocar balloon, lock collar, valve seal doors appeared intact. The inflation syringe was received. The obturator was not received. During functional testing, the lock collar moved up and down the cannula and securely locked in place. The converter doors moved properly over the flapper valve and were fixed securely in place. The balloon was inflated using a test syringe, no leaks were detected. It was reported that the seal was damaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, the balloon had a damaged valve seal when the trocar was inserted through the abdomen. To resolve the issue and complete the case, a new trocar was opened. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.